Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the touchscreen not seeing correctly in the top section. There was no patient involvement.

Manufacturer narrative:
MFR received date: 03 oct 2019. The field support engineer (fse) advised replacing the touchscreen. The touchscreen was replaced, installed and tested. The unit is now working after the repair. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touchscreen not seeing correctly in the top section. There was no patient involvement.